Event description:
Caller reported two different results on the same meter for one pt. Pt first test on meter got 1.1 inr and retested 10 minutes later and got 4.2 inr on same meter using same strip lot. The pt was not using the meter before being hospitalized and given vit. K. The meter is to be used to monitor the pt. Tech support explained that vit. K is a known interference with the meter and reviewed the appropriate tech bulletin (B) (4). It was also confirmed that the nurse who performed the test wiped away the 1st drop of blood from the pt's fingerstick and used the 2nd drop on both tests. Proper technique was reviewed with customer.

Manufacturer narrative:
Investigation pending.